Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a transmitter would not connect occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to zero voltage. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be a transmitter failed error which led to a pairing failure. The reported allegation of a transmitter would not connect is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.